Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had software error detected alarm. The customer's blood glucose was 157 mg/dl at the time of incident. The customer also stated that they were unable to get into auto mode and troubleshooting was performed for the same and they were asked to monitor the insulin pump. Troubleshooting was not performed for the software error detected alarm. The device will not return for analysis.